Event description:
The customer reported that the user was having difficulty with getting the fetal heart rate (fhr) on the monitor and the fhr trace would not print out. The user stated that they could not hear the fhr, there was no display, and no printout.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.